Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient experienced an episode of dizziness. When reviewed, noise, oversensing and pacing inhibition were noted on the atrial and ventricular channels. This did not result in greater than two seconds of asystole. The noise could not be reproduced during testing. Boston scientific technical services (ts) reviewed the available information and noted all of the lead numbers are stable and everything else appears to show normal device operation. Therefore, ts indicated the noise was electromagnetic interference. It was also indicated the patient had a large number of pacemaker mediated tachycardia and the maximum tracking rate may be reprogrammed. The device was subsequently explanted and replaced due to a suspected header issue. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.